Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The rotawire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotawire. The wire was inserted through the annulus and was able to be fully advanced and removed from the device with no resistance or issues. Product analysis could not confirm the reported events, as the rotawire was able to be fully inserted and removed from the device with no resistance or issues.

Event description:
It was reported that the burr was stuck on the wire. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr and rotawire was selected for use. During the procedure, it was noted that the burr was stuck on the wire. The device was pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.

Event description:
It was reported that the burr was stuck on the wire. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr and rotawire was selected for use. During the procedure, it was noted that the burr was stuck on the wire. The device was pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.